Manufacturer narrative:
Section d6a: if implanted, give date: n/a, as lens was removed during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was damaged when it was received. Through follow-up, we learned that the iol haptic was detached upon arrival or it was detached during the iol implantation. The issue was first noticed after the iol was implanted in the patient's right eye. The iol was removed and the patient was left aphakic with significant corneal edema. The patient was medicated with the normal regimen of eye drops for post-cataract surgery. Corticoids, antibiotics and non-steroidal anti-inflammatory drugs. A toric eyhance lens with the same diopter is planned to be implanted in the capsular bag at a later date. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the original folding carton was received along with the patient implant identification card, implant notification card, patient stickers, and directions for use (dfu). No suspect lens or simplicity device was received. Photographs provided by the customer were evaluated. The photographs showed the complaint product implanted in a patient's eye and a haptic was observed to be missing. No further issues were observed. The complaint issue "haptic detached" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.